Event description:
It was reported that the rotapro became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.00mm rotapro and rotawire drive were selected for use. During the procedure, the rotapro was set at a maximum speed of 180,000rpm; however, the rotapro became stuck with the rotawire. The devices could not be released, and were removed as one unit outside the patient. The procedure was completed with another of same device. No patient complications were reported.